Manufacturer narrative:
The fse found pinch valve tubing at valve (lv8) and y-fitting (fy9) that were partially clogged with cellular debris and caused a loss of vacuum between the probe wipe and the vacuum chamber (vc1 or vc01). The fse removed the tubing from lv8 and bleached the pathway from the probe wipe to the vacuum chamber. The fse then removed the fy9 tubing and used stylus to dislodge any residual debris that was not removed by bleaching. (B)(4).

Event description:
The customer reported an uncontained bloody fluid leak of approximately two (2) ml from the coulter ac.t diff2 analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.